Manufacturer narrative:
The insulin pump was received with no motor error alarm noted; the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window noted however, no cracks noted on the display window or lcd glass.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime the customer also reported the device has a crack on the battery cap and also one on the lcd screen. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was 161 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.